Event description:
Pt admitted for bowel resection. Anastamosis done with surg assit. Perforation post-op. Return to or for ileostomy. In ICU on ventilator with infection. Surg assist suspected as malfunction.